Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (calcium deposit; annulus size 760mm2) caused or contributed to this event. The recommended native annulus size or a sapien 3 ultra resilia valve is 540 - 683mm2 and in this case the patient's annulus measured 760mm2. The review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required currently. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to sapien 3 ultra resilia valve procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the edwards field clinical specialist, the 29mm sapien 3 valve was successfully deployed with initially 5ccs of volume and finalized at 4ccs of volume. Post deployment a moderate paravalvular leak (pvl) was noted between the non-coronary and the left coronary cusps, adjacent to a calcium deposit. The pvl was treated with a "tootsie roll" technique used to successfully plug the pvl. The leak was anticipated and part of a planned closure strategy, as the case involved an off-label procedure above the annulus indication (760mm2). There were no issues with any edwards devices used, and the patient was not harmed. There was no central leak and the patient was stable.